Manufacturer narrative:
Age: correction. Investigation conclusion: a direct correlation between heartmate 2 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 11 months. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a fall that caused multiple facial fractures and a concussion. A head CT scan was negative for bleed and no surgical intervention was required therefore the patient was sent home to heal fractures. On the morning of (B)(6) 2019, the patient was found unresponsive. Upon admission to the hospital, CT showed a large head bleed with ventricle shift. The family and healthcare team chose comfort cares due to extent of bleed. The patient expired at 10pm. No additional information provided.